Event description:
Customer complaint reported for defective pump/"medical incidents." Incident date: (B)(6) 2013. Incident description: customer states a 250ml bag of a water flush bag was compounded. This bag was supposed to contain water, sodium acetate, and heparin. The bag is used to flush the line. The patient was a baby - age unknown. The patient's blood sugar was tested prior to administration and was 100. After infusion the blood sugar was 700. The baby needed to be resuscitated. Unknown what the line of treatment was for the patient. The patient did recover from this incident. Unknown if a medwatch was filed. The bag tested positive for dextrose. It was determined that 70% dextrose was compounded into the bag without being programmed. The customer is currently testing all the bags compounded and they are testing positive for dextrose without it being programmed into the bag.

Manufacturer narrative:
Investigation results: the complaint for the bag containing 70% dextrose was confirmed, however, the complaint for the dextrose not being programmed was not confirmed. Per the log review of the pump on (B)(6) 2013 at 7:32pm a 250ml bag of dextrose and sterile water was compounded. At 7:34pm a 250ml bag of sterile water was compounded. Further conversation with the reporter revealed that the bag of dextrose was programmed and ordered per protocol. There was no flushing of the compounder between the dextrose and sterile water orders. After systematic review of the customers compounding process it was suggested to flush between bags. It was reported that this practice is now being implemented. The pump was visually inspected upon return. The pump functioned normally and no issues were found. Preventative maintenance was performed on the pump.